Event description:
A customer contacted beckman coulter inc. (Bci) stating that the carbon dioxide (co2) alkaline buffer was leaking into the reagent compartment of the synchron cx5 delta chemistry analyzer. No operator exposure was noted.

Manufacturer narrative:
The customer resolved the issue by replacing the alkaline buffer peripump tubing. Service was not needed for this event.